Manufacturer narrative:
(B)(4). Mfg. Site name - freudenberg medical. A visual examination of the returned uphold lite revealed that the suture on the blue dilator was broken. The remainder of the suture with the dart was missing and was not returned. Analysis also revealed that the carrier on the capio slim suture capturing device was broken off and was not returned. The shaft was slightly bent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the capio carrier bent and the capio cage was unable to catch the needle. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: the capio carrier and the suture on the blue dilator were broken. The remainder of the suture with dart was missing and was not returned.